Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 unopened (closed) pouch. Analysis and results: there are previous complaints of this code batch. There are no units in stock. Tightness test to the closed sample received has been performed and the unit is tight. Tested the needle attachment of the sample received and the result fulfils the OEM requirements. A minimum of five samples would be preferred because that is the minimum number of units that is required by the pharmacopoeia. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills OEM requirements. Final conclusion: complaint is justified. Actions on product: customer will receive credit note for one box of product as a compensation. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: (B)(6). Suture loose/detaches from the needle very easily.